Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. There was pro teinaceous debris observed within the interior and exterior of the valve. The valve did not meet the requirements for leak testing due to a tear noted in the side of the delta chamber. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ a review of the manufacturing showed no anomalies. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient complained about headaches, feeling of pressure on the head, and malaise. According to the report, the surgeon presumed that the device maybe obstructed. Reportedly, the device was partially explanted, and the patient experienced no injuries.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. There was pro teinaceous debris observed within the interior and exterior of the valve. The valve did not meet the requirements for leak testing due to a tear noted in the side of the delta chamber. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ a review of the manufacturing showed no anomalies. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.